Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the narrative could not be confirmed based on the received picture. It is not possible to identify that the tfna nail is broken. Just based on the x-ray it is not possible to confirm a functional issue of the tfna nail, therefore the complaint is rated as n/a in the confirmed field. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the tfna nail broke. There was patient consequence. There is no further information available. Concomitant devices reported: unknown tfna helical blade (part# unknown; lot# unknown; quantity: 1). Unknown locking screw (part# unknown; lot unknown; quantity: 1). This report is for (1) unk - nails: tfna. This is report 1 of 1 for (B)(4).